Event description:
Reference number (B)(4). Event occurred in germany. It was reported that the patient was hospitalized due to hyperglycemia on (B)(6) 2026. The blood glucose levels were 446 mg/dl. No further information available.

Manufacturer narrative:
Patient city: (B)(6). Patient country: germany. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.